Event description:
The hospital reported a malfunction involving an mps disposable delivery set. The perfusionist reported the device luer lock would not disconnect during a procedure. The perfusionist indicated that changing out the delivery lines resulted in an extended myocardial ischemic time for the patient. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).